Event description:
It was reported that the patient was having issues making an adjustment to her stimulation. The patient wanted to increase from 1.7 v to 2.0 v, because the patient started ¿dribbling¿ again, which started a couple of days ago. It was noted that her husband and she were trying to increase stimulation the other day, they were not able to, and the patient thought she might have turned it off or messed it up. The patient had changed batteries. It was determined that the patient¿s stimulation was on and was at 0.7 v. The patient increased to 0.8 v and felt comfortable simulation in the bicycle seat area. The patient indicated that she felt stimulation, then it went away, then she could feel it again.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va07a6d, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received was unclear in indicating if the patient still had concerns regarding their device or therapy. Appointments on 2013 (B)(6) and 2013 (B)(6) were noted.